Manufacturer narrative:
D.1. Medical device brand name: syringe 1.0ml 31g 6mm s/c u-100 relion. D.4. Medical device catalog #: 328519. D.4. Unique identifier (UDI) #: (B)(4). H3 other text : see section h.10.

Event description:
Material no: 328519, batch no: unknown. It was reported that during use of the syringe 1.0ml 31g 6mm s/c u-100 relion the consumer reported she found the scale markings were smeared on the barrel, she could not read in the past. She uses 31g, 6mm, 1ml. The following information was provided by the initial reporter: consumer reported scale mark numbers were gone, she could not read. Black ink had 40, 50, they were smeared, they weren't in the right place. She had about 10-12 over the year.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for scale marking defective due to unknown lot number. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
Material no: 328520 batch no: unknown. It was reported that during use of the syringe 0.5ml 31g 6mm s/c u-100 relion the consumer reported she found the scale markings were smeared on the barrel, she could not read in the past. She uses 31g, 6mm, 1ml. The following information was provided by the initial reporter: consumer reported scale mark numbers were gone, she could not read. Black ink had 40, 50, they were smeared, they weren't in the right place. She had about 10-12 over the year.